Manufacturer narrative:
Patients exact age is unknown; however, it was reported that the patient was over the age of 18. Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 13616333.

Event description:
It was reported that the patients lead had high impedances. The patient underwent a lead replacement procedure and was doing well post-operatively. The explanted lead will not be returned per hospital policy.